Manufacturer narrative:
A failure to cycle was reported. The ambicor device was visually inspected. One cylinder had a leak in the outer tube that was the result of wear at the corner of a fold. This cylinder had broken fabric threads. There were a leaks in both cylinders that were the result of a sharp instrument damage consistent with explant damage. Based on the determination that the sharp instrument damage was a result of explant, it will not be considered a probable cause for this complaint because it is a secondary failure. Both cylinders were not functionally tested due to the cylinder leaks. The pump performed within specifications. The product analysis confirmed a device malfunction (cylinder fluid leak due to wear at the corner of a fold).the investigation conclusion code of cause traced to component failure was chosen because the reported allegation could be traced to a component failure during product analysis.

Event description:
It was reported that the patient experienced an implant of an inflatable penile prosthesis(ipp) device after his ambicor penile prosthesis(app) device stopped cycling. A patient outcome of no patient complications was reported.

Event description:
It was reported that the patient experienced an implant of an inflatable penile prosthesis (ipp) device after his ambicor penile prosthesis (app) device stopped cycling. A patient outcome of no patient complications was reported.